Event description:
Ercp was being performed on this patient in operating room suite 3. Sphincterotome passed (boston scientific truetome jag 44). Sphincterotomy completed of duct while sphincterotome was bowed. While sphincterotome was being bowed a second time, the metal portion snapped into two pieces. The metal pieces of that were broken were able to be retrieved immediately. There was no metal left in the patient. The physician stated that a small burn had occurred within the duodenum close to the papilla as a result of the metal piece breaking. No other immediate complications noted. No extra intervention was required per the physician.